Event description:
Reportedly, after firing, the staples only partially fired half way into tissue and did not form. The surgeon tried firing two times to make the staples fire, but the staples were sticking out of the cartridge. The surgeon clamped the tissue because he suspected the stapler did not staple properly. Minimal bleeding occurred. Tissue had to be transected on the pt side. Pt status is okay. Procedure: thoracotomy.